Manufacturer narrative:
(B)(4). Batch #: t5ea46. (B)(4). Additional information was requested, but not available: when the device trigger was broken, did it break off of the device? Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with a reload loaded in the device, the closing trigger broke and in the opened position. The ledge of the lockout showed no indentations. The reload was received with some staples protruding, the washer uncut and with the knife recessed below the reload deck. The device was tested for functionality with the returned reload and using a screwdriver as a closing lever. The device fired, cut, and formed the staples as intended. The cut line was completed and the staples meet the staple form release criteria. After the functional test, five staples were noted missing on the staple line. The device lockout and the reload lockout were functional. It should be noted that product failure is multifactorial. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. The damage to the closing trigger may have been due to the force applied to the trigger while trying to close the device over an excess of tissue and or trying to close the device with the cartridge not fully seated. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the doctor was performing rectosigmoidectomy, positioned the stapler, activated the lock, when activated the first trigger it was very "hard ''. Doctor forced it, and the trigger broke, as soon as the device was replaced, he did the same process with another stapler and everything went perfectly, stapling correctly.